Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 3389-28. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in (B)(6) 2014, a new lead was implanted. It is unknown when the event occurred, but the patient complained that sometimes felt tingling in the head. From the fluoroscopic image, it was confirmed that the crease and silicone parts near the adapter part of the right lead are avoided. On (B)(6) 2023, the right lead was removed and ope (image at the time of removal) + lead impedance value and impedance measured with the tester were attached. On (B)(6) 2023, the remaining left lead was also poor, so ope was performed to remove it and replace the entire system. Stimulation voltage 3.5 v, pulse width 90s, rate 125 hz/pps, bipolar, +electrode number set 0, -electrode number of the settings 1·2. A potential contributing factor is lead deterioration over time. Complete removal and replacement resolved the issue.

Manufacturer narrative:
B5: after the file was reviewed, it was decided to remove coding from the main device and have coding remain on the associate devices. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the returned devices were subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) (serial number (B)(6)) passed all testing and was functional. Analysis determined that the implantable neurostimulator (ins) (serial number (B)(6)) passed all testing and was functional. Analysis of the 3389-28 leads (both serial numbers unknown) determined that there was a breach due to environmental stress crack (esc) on the outer insulation of the body of the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.